Event description:
Patient weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger (rtm) got real hot when plugged into the controller. Patient then used the controller a couple more times and it did not get that way. For the last 3 or 4 days when the patient tried to charge their implant the rtm antenna got burning hot. The controller would no longer acknowledge the ins when the rtm was plugged into the controller. Patient was not able to charge and their back was killing them. A replacement recharger (rtm) was sent out. Pt called from registered number and mentioned the replacement recharger was not acknowledging their ins. Pt got no device found. Pss explained no device found screen and passive recharge mode. Pt entered passive recharge mode. Pt got 31, 93, 97. Pt mentioned they had messed with it for 30 minutes without it charging today. Pt was confused and thought the ins was charging when they saw the no device found screen. Pt said they had not had their stimulation in 3 days and now their back was killing them. Patient services (pss) suggested waiting 30-45 minutes in passive recharge mode and calling back if the issue did not resolve. Patient called stated they received the new rtm and rtm is getting hot near the relay box and paddle. Agent asked patient to read the rtm serial number and found that patient was using the old rtm. Agent asked patient to connect the new rtm and start a charging session, controller showed recharging excellent, ins 50%, controller 40% charged. Agent recommend recharging the controller before continue charging the ins. Agent confirmed controller is recharging when plug into the outlet. Agent reviewed best practice for recharging the devices. Agent reviewed devices are functioning as intended.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6) was returned for product analysis. Analysis found that there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.